Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported fluid intrusion. The eval found module's wireless connection capabilities inoperable. The module was paired with a known good spectrum pump, which found the module's wireless connection capabilities inoperable due to a fluid intrusion. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion, which caused the components to fail. The module was retired from service.

Event description:
It was reported that a spectrum pump wireless battery module had fluid intrusion. It was also reported there was no pt injury.